Event description:
A pt reported blood glucose results of "198 mg/dl, 138 mg/dl,and 136 mg/dl"with a lifescan meter, performed within 10 minutes of each other. The control solution is being replaced for further troubleshooting of the meter.